Manufacturer narrative:
This report is submitted on november 25, 2022.

Event description:
Per the clinic, the patient experienced vibration sensation and discomfort with and without sound input. There was a soft tissue infection (treatment unknown). The device was explanted on (B)(6), 2022. It is unknown if there are plans to re-implant the patient with another device.